Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 7 days (04nov2021 to 11nov2021 per the timestamp). A no external power alarm activated on (B)(6) 2021 at 08:52 due to the rsoc and bus voltage simultaneously diminishing to ~0v with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. A root cause of the reported event was determined to be a tripped circuit breaker. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted captured a series of no external power events on (B)(6) 2021 which was caused by power to the mobile power unit (mpu) being briefly interrupted due to a house breaker trip. The mpu has a v-lock connector on the ac power cord. No equipment was replaced, and the patient was stable. No additional information provided.